Manufacturer narrative:
(B)(4). The device was not returned for investigation and the lot number is unknown. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 proglide, is being filed under a separate manufacturer report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture present. The device was removed and a second proglide device was attempted, but although the suture was present when the needle plunger was removed, there was no connection with the vessel. The physician pulled on the suture and it came out of the vessel. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.